Event description:
It was reported that a malfunction occurred on the pump, specifically an issue with malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the issue, allowing continued use of the pump without recurrence of the malfunction code. The customer understood to contact technical support again if the issue reoccurs.